Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the battery would not charge. Reportedly, the customer left the pump to charge and it began to charge successfully. There was no reported adverse impact to the customer's blood glucose.